Event description:
Along with other devices, nykanen radiofrequency wire was used in a procedure for correcting pulmonary atresia in the patient. One application of radiofrequency for 2 seconds was successful in delivering the wire across the valve. The wire was observed to advance through the valve and the snare, which was positioned on the distal side of the valve, suggesting good positioning. During this process, rapid loss of pressure was observed, indicating a perforation. Cardiac tamponade was successfully resolved by pericardiocentesis. The patient was in stable condition, but still exhibited pulmonary atresia.

Manufacturer narrative:
Perforation is an inherent risk to this type of procedure.